Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2017 with blood glucose of 40 mg/dl. Customer had high blood glucose and treated and blood glucose dropped. Customer's emergency room visit was due to hypoglycemia. Customer was treated with potassium. Customer was wearing insulin pump at the time of emergency room visit. Customer declined troubleshooting for low blood glucose. Customer believed that adverse event was due to insulin pump.